Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/7/2021. Additional information: b5. I am still itchy in my belly button and some of the other incision sites which have all also healed poorly. I¿ve been on rounds of steroids both oral and lotion, injections etc and I¿m still having issues if you have any suggestions to give me relief. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. Adhesive was applied by surgeon directly over surgical wound. What prep was used prior to, during or after adhesive use? Prep was used prior to the start of the surgical procedure. It was not used during or after. Was a dressing placed over the incision? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Is the patient hypersensitive to pressure sensitive adhesives? No. Were any patch or sensitivity tests performed? No. Patient demographics: age or date of birth; bmi at the time of surgery patient was 48 years old. Dob: (B)(6) 1972. Bmi: 32. Patient pre-existing medical conditions (ie. Allergies, history of reactions) patient is allergic to: penicillin and morphine and has hypothyroidism. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Patient has had previous surgical procedures. Unknown if similar glues/agents were used. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Current patient status? During our post-op call patient stated they were well. Product code and lot number? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your daughter's surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. No product will be returned.

Event description:
It was reported a patient underwent total hysterectomy on an unknown date in 2021 and topical skin adhesive was used. Patient experienced an allergic reaction started post op 4 days. ER administered 5 days of prednisone and pepcid and it did not help. Surgeon has prescribed another 6 days of steroids. Additional information has been requested.